Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening and weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and around the opening have non-penetrating nicks. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral rupture confirmed by MRI. This record relates to the right side.